Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 11/12/2025 while reportedly wearing the lifevest. The patient received five appropriate treatments and two non-lifevest defibrillations. The device was started up at 17:56:24 on 11/11/2025. At 18:05:49 on 11/12/2025, an arrhythmia was detected. ECG shows vt @ 170 bpm. Between 18:06:22 and 18:12:09, the patient received four appropriate treatments. The rhythm at the time of each treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs. At 18:17:54, an arrhythmia was detected. ECG shows vf. At 18:18:41, the patient received the fifth appropriate treatment. The rhythm at the time of each treatment was vf with CPR/motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:23:10, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillations was vf. Post shock rhythm was sinus bradycardia @ 40 bpm and CPR/motion artifact. The patient received a non-lifevest defibrillation 4 seconds into the detection sequence. At 18:25:36, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillations was vf. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received a non-lifevest defibrillation 36 seconds into the detection sequence. The electrode belt was disconnected at 19:16:23 on 11/12/2025.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five appropriate treatments and two non-lifevest defibrillations. The device was started up at 17:56:24 on (B)(6) 2025. At 18:05:49 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 170 bpm. Between 18:06:22 and 18:12:09, the patient received four appropriate treatments. The rhythm at the time of each treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs. At 18:17:54, an arrhythmia was detected. ECG shows vf. At 18:18:41, the patient received the fifth appropriate treatment. The rhythm at the time of each treatment was vf with CPR/motion artifact. Post shock rhythm was asystole. "Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:23:10, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillations was vf. Post shock rhythm was sinus bradycardia @ 40 bpm and CPR/motion artifact. The patient received a non-lifevest defibrillation 4 seconds into the detection sequence. At 18:25:36, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillations was vf. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received a non-lifevest defibrillation 36 seconds into the detection sequence. The electrode belt was disconnected at 19:16:23 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.